Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+1.0/081 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+1.0/081 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on the product. Visual inspection found no visible damage to the lens. There was fiber on the lens. Dimensional verification was performed and the lens was found to be in specification. Refractive (functional) verification was performed and the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order, including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).